Event description:
There was a report that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to charge the pump using a wall outlet as instructed by technical support, but the pump did not begin charging after leaving it plugged in for at least 30 consecutive minutes. As the customer did not have an alternative wall adapter or charging cable, technical support sent a replacement tandem cable and wall adapter. Multiple follow up attempts were made with the customer to confirm resolution of this case, but the customer did not respond.